Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97745bp (serial: (B)(6)); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues with the battery pack and the issue began the last couple of weeks. Patient stated the battery was about to die out on them and the controller was giving a code 49 and 17. Patient also stated they just got the battery to start working again in the controller but it was going to cut out soon. Patient reported that they are missing the back compartment door to the controller. Walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered back on. Patient reinserted the battery pack and confirmed green light was not flashing above the controller screen. Patient stated that the controller was not picking up that the battery pack was inserted. The issue was not resolved. An email was sent to the repair department to replace the back compartment door and battery pack.